Manufacturer narrative:
The insulin pump passed all functional testing. All operating currents were within specification. However, the insulin pump was unable to prime during prime test and alarmed during basic occlusion test due to a protruded or loose drive support disk. It was not possible to perform the occlusion test and excessive no delivery test due to the prime anomaly. The insulin pump was received with a broken belt clip slot, minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window, a cracked reservoir tube, and cracked reservoir tube lip. The insulin pump was received without a belt clip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose over 700 mg/dl and diabetic ketoacidosis. Her symptoms were vomiting and high ketones. The customer stated she was treated intravenously and was given saline and potassium. Troubleshooting for high blood glucose was performed with the insulin pump. It was found that the drive support cap was flush, there was a crack in the reservoir compartment, and the customer was storing her insulin in the refrigerator. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.